Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 2 MFR report: 1. Section d. Box 4. Unique identifier h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra introducer sheath, and guidewires. During the procedure, while attempting to advance the benchmark through the introducer sheath, the physician fractured the mid-shaft of the benchmark. It was reported that the fractured part of the benchmark was outside the patient, and contrast media was leaking from the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same introducer sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture at the mid-shaft. Damage such as this typically occurs if the device is advanced against resistance and becomes kinked, then subsequently fractures. The fracture likely contributed to the reported leak of contrast media during the procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.